Manufacturer narrative:
We have now concluded our investigation for the complaint received. As the serial numbers for the complained devices were not provided, a review of the batch manufacturing records for this device could not be carried out. As the device could not be returned, a thorough product evaluation could not be conducted. The alarm feature of this device is a safety mechanism to alert the user of potential issues that could potentially affect or in some cases stop delivery of negative pressure wound therapy. The feature is specially designed to comply with global safety regulations to ensure safe and proper use. On this occasion, we have been unable to confirm the reported failure modes and subsequently determine a root causes. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the nursing staff noted drainage pooling under the dressing or leaking from dressing. The machine indicated it was still functioning with good suction and no alarms. Md and nursing staff state the foam was pulled down but drainage was pooled or leaking. Foam was used as filler. Wound type, location, pump pressure setting is unknown.